Event description:
This is report 3 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The cause of the peritonitis was unknown and treatment information was not reported. It was unknown if the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers gd894006, gd894162 and gd894295. With no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient was discharged from the hospital and recovering from the peritonitis. Should relevant additional information become available, a follow-up report will be submitted.